Event description:
It was reported the patient visited the ER due to a burning sensation in the pocket and drainage/incisional wound opening at the device pocket. The burning sensation began a few months after replacement. The burning would go away with ¿stoppage of unit for a length of time.¿ lately, the burning became more prominent and lasted longer. Drainage was noted on each end of the pocket incision. Medially, there was a blister looking open wound, and laterally there was a pus like open wound. Impedances were tested and found electrode 0 and 8 had high impedances, greater than 10,000 ohms. Hospitalization, medical, and surgical interventions were required as a result of the event. The patient was scheduled for an explant of the spinal cord stimulator (scs) after assessment by the physician. The entire scs system was removed on 2014 (B)(6). The device was not replaced with another product by the manufacturer, but would be in the future. Compromised tissue along the pocket incision site was surgically removed. The healthy tissue edges approximated to close the wound. A culture of the pocket site was taken, but the results were not known. The patient was placed on IV antibiotics and vancomycin powder was used inside the pocket. The patient¿s status was noted to be alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n236311, implanted: 2010 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead (B)(4). Analysis of the implantable neurostimulator (serial no. (B)(4)) and leads (lot no. V389292003 and v389292006) found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the date of onset or diagnosis of the issues was (B)(6) 2014. Perioperative antibiotics were administered. The patient did not have meningitis. The patient experienced burns, incisional wound opening, and pocket erosion. The primary location of the infection was the device pocket. The patient's infection resolved.